Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) performance data was collected from the device and revealed that there was high resistance/impedance, 2 - patient alerts for right ventricular pace lead z on (B)(6) 2011 03:00:03 and (B)(6) 2011 03:00:03. The weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace = 504 to 1424 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that there was a patient alert and the right ventricular (rv) lead had slowly, increasing, high impedance and high threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.